Event description:
A zoll lifecor territory mgr contacted customer support to report a problem with (B)(6) female pt's battery charger. He reported that the connection to the charger appears "to be loose". The pt's suspect charger was replaced.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The cause of the loose connection was a damaged connector from the power supply brick that plugs into the charger. The root cause of the connector damage cannot be positively determined. No adverse event resulted from the damaged connector. The pt was provided with a replacement charger.